Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed that the display was dim and discolored and the battery compartment was cracked. Unrelated to these issues, investigation revealed that the bolus button cover was torn but still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and the battery compartment was damaged. This report is made based on results of investigation completed on (B)(6) 2016.